Event description:
It was reported that the device had blank screen and the service light was illuminated. Physio-control evaluated the device and verified the reported failure. Physio replaced the user interface pcb assembly and observed proper device operation through functional and performance testing. Further evaluation of the removed assembly found failure of a component that resulted in a lock-up condition, it would not be able to deliver defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): the device was repaired and returned to the customer for use. The cause for the reported failure and lock up malfunction was determined to be a temperature sensitive ic chip, designator u2, on the user interface pcb assembly.